Event description:
The hcp reports following a catheter replacement the patient developed a csf leak. The patient had undergone a replacement of the catheter in 2006. The patient subsequently developed a csf leak due to a poor connection. No specific symptoms were available. The patient underwent revision of the catheter to fix the connection two weeks later. The patient recovered without sequela. No lot or serial number of the new catheter was available. The new catheter has not registered in the manufacturer's device registration system.